Manufacturer narrative:
The reported event of deep infection <90 days occurred post implantation. During the investigation process a review of the sterile certifications were reviewed for the known part/lot combinations and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products with known part/lot combinations are not identified as the source or contributing to the reported infection. This device is therefore not reportable and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00625006540 bone scr 6.5x40 self-tap 63895994; 00801802805 femoral head 63924019; 110010268 g7 osseoti multihole 60mm 6488278; 110024465 g7 dual mobility liner 46mm 813970; ep-200152 act artic e1 hip brg 691330; item #: unknown unknown stem lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00443, 0002648920 - 2020 - 00444, 0001822565 - 2020 - 03425.

Event description:
It was reported that patient underwent left total hip arthroplasty and then was revised less than a year due to infection. No additional information is available.